Event description:
It was reported that during a renal stenting procedure, a vessel perforation occurred. The lesion was located at the ostium of the left renal artery. The percent of the stenosis, degree of calcification, and vessel tortuosity are unknown. An unspecified guide catheter was positioned and the express vascular sd 18mm x 6.0mm stent delivery system was advanced to the lesion. Prior to stent deployment, the physician was confident that the entire stent was completely free of the guide catheter and positioned to cover the lesion symmetrically. Upon deployment of the stent, the distal portion of the balloon opened first and as inflation continued the stent "jumped forward." The irregular inflation and the patient's slight movement resulted in the stent being placed distal to the target lesion upon full deployment. The patient began to complain of severe back pain and approximately 15 minutes after deployment of the stent, an angiogram of the renal artery was performed which suggested a vessel perforation. The procedure was discontinued and the patient was sent for CT imaging. CT imaging revealed that the patient had a large retroperitoneal hematoma resulting from a renal artery perforation. The exact location of the vessel perforation could not be determined but was thought to have occurred between the placed stent and kidney, distal to the stenosis. Due to the deterioration of the patient's condition, surgery was not performed. The patient received a blood transfusion and was put on hemodialysis. The patient's current status is unknown. Additional information has been requested and will be sent in a supplemental report upon receipt.

Manufacturer narrative:
The complainant indicated that the device was disposed at the user facility, therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.